Event description:
The valve was received in an explant kit from the healthcare professional. Report indicated that the valve was replaced approximately 21 years post implant. The valve was returned for analysis with no patient or product information. Patient and event information was requested several times with no response from the healthcare professional.